Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the device is not working very much at all. The patient said they are back to what they were before the device was implanted. The patient had a fall on (B)(6), and after that day the patient started noticing their symptoms return. Patient was on program 3 and was feeling stim going up the bottom of their right buttock. Patient noted they have never felt stim in the bike seat. During the call, the patient tried all the programs. On program 4 the patient was feeling stim in their upper buttock; on program 5 stim was in their toes and calf muscle;, program 6 stim was towards the center of their spine next to their right buttock; program 7 stim was in their inner thigh and on top where there ins is, program 1 stim was down the back of the patient's right thigh; and on program 2 stim was in their toes. The patient said they have not had the device checked since the fall in (B)(6). Recommended patient follow -up w/ hcp.